Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37791 serial# unknown product type recharger product ID 37761 serial# (B)(6) product type recharger h3: analysis of the recharger (serial# (B)(6)) found metal connector pins at the end of cable had broken off. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their recharger would not charge up to more than 50% and they had been unable to get the recharger charged any more other than maybe once since they first noticed the issue probably 3 months ago. Caller confirmed green light of power supply was on. Caller stated there was no visible damage to the desktop charger (dtc) cord, however, the metal connector pin appeared to be slightly bent. The caller stated the recharger port did not appear to be damaged. The issue was not resolved. An email was sent to the repair department to replace the dtc. No symptoms were reported. Additional information was received from the patient stating patient believed they had received the wrong replacement part. After further discussion, it was discovered the issue was not with the recharger charging up, but the patient's implantable neurostimulator ins not increasing passed 50%. The caller stated they use to charge their ins 2-3 times a week, sometimes more, and lately during their charging sessions, they would sit for 1 hour and the ins battery level would not increase. The caller stated usually 1 hour they would get from 25 to 50%, and then another hour would get them from 50% to 100% or however that works. Pss reviewed charge duration and efficient coupling. Caller confirmed there was no damage to the recharger antenna. Patient services (pss) had caller start charging session during call. Caller had 6 coupling boxes filled and saw their ins was at 25% going to 50%. With repositioning and turning the dial, patient saw 8 coupling boxes. Pss reviewed that charging ins with efficient coupling could take up to 6 hours if starting near 25%, and advised patient to continue charging and after several hours if they still did not see an increase in their ins battery level, to reach out to their managing hcp to further address the issue. Caller had provided replacement dtc s/n during call inquiring about which to send back. Pss reopened case to put s/n in secure note field and due to slight bent metal connector pin, instructed patient to keep the replacement dtc and send back the previous one. Additional information was received from the patient representative and patient saying repeated information regarding recharger (B)(6) showing the implantable neurostimulator (ins) charge level not reaching 100%. Patient states charging ins for about an hour and that is about the longest she can charge and ins can get warm. Patient services (pss) reviewed charging times , and other variables with charging. Patient states getting full coupling but noticed recharger antenna is cracked. Patient states ins has not been getting fully charged for about 6 months. Pss emailed repair to replace recharger antenna. Pss emailed manufacturer representatives regarding wireless recharger. No symptoms were reported. Additional information received from the consumer reported the circumstances that led to the implant not completely recharging was possibly due to a bent wire. The issue was now resolved.

Event description:
It was reported that their recharger would not charge up to more than 50% and they had been unable to get the recharger charged any more other than maybe once since they first noticed the issue probably 3 months ago. Caller confirmed green light of power supply was on. Caller stated there was no visible damage to the desktop charger (dtc) cord, however, the metal connector pin appeared to be slightly bent. The caller stated the recharger port did not appear to be damaged. The issue was not resolved. An email was sent to the repair department to replace the dtc. No symptoms were reported. Additional information was received from the patient stating patient believed they had received the wrong replacement part. After further discussion, it was discovered the issue was not with the recharger charging up, but the patient's implantable neurostimulator ins not increasing passed 50%. The caller stated they use to charge their ins 2-3 times a week, sometimes more, and lately during their charging sessions, they would sit for 1 hour and the ins battery level would not increase. The caller stated usually 1 hour they would get from 25 to 50%, and then another hour would get them from 50% to 100% or however that works. Pss reviewed charge duration and efficient coupling. Caller confirmed there was no damage to the recharger antenna. Patient services (pss) had caller start charging session during call. Caller had 6 coupling boxes filled and saw their ins was at 25% going to 50%. With repositioning and turning the dial, patient saw 8 coupling boxes. Pss reviewed that charging ins with efficient coupling could take up to 6 hours if starting near 25%, and advised patient to continue charging and after several hours if they still did not see an increase in their ins battery level, to reach out to their managing hcp to further address the issue. Caller had provided replacement dtc s/n during call inquiring about which to send back. Pss reopened case to put s/n in secure note field and due to slight bent metal connector pin, instructed patient to keep the replacement dtc and send back the previous one. Additional information was received from the patient representative and patient saying repeated information regarding recharger 37751 showing the implantable neurostimulator (ins) charge level not reaching 100%. Patient states charging ins for about an hour and that is about the longest she can charge and ins can get warm. Patient services (pss) reviewed charging times , and other variables with charging. Patient states getting full coupling but noticed recharger antenna is cracked. Patient states ins has not been getting fully charged for about 6 months. Pss emailed repair to replace recharger antenna. Pss emailed manufacturer representatives regarding wireless recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the implant not completely recharging was p ossibly due to a bent wire. The issue was now resolved.